Manufacturer narrative:
H.6. Investigation: photo received for investigation. Upon evaluation, a hole is seen in the barrel of the syringe, near the top. Possible root cause is filling failure during the molding process. Corrective action include, verification of the mold tooling. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process.

Event description:
It was reported that 20 syringes 20ml ll syringe only mx bun experienced syringe barrel damage/deformation which was noted prior to use. The following information was provided by the initial reporter: bd plastipak 20 ml syringe, which found 20 damaged syringes. The client noticed that he had a hole in the part of the syringe tube near the pivot.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 syringes 20ml ll syringe only mx bun experienced syringe barrel damage/deformation which was noted prior to use. The following information was provided by the initial reporter: bd plastipak 20 ml syringe, which found 20 damaged syringes. The client noticed that he had a hole in the part of the syringe tube near the pivot.